Event description:
Abbott quadra allure mp 3562 crt-p (cardiac resynchronization therapy pacemaker) triggered recurrent reset fault mode three months after implant ((B)(6) 2024). Required emergency crt-p (cardiac resynchronization therapy pacemaker) generator change.